Event description:
It was reported that during an implant, only one click was heard while attempting to screw the right ventricular (rv) lead into the pacemaker with the hex wrench. When the physician attempted to unscrew the rv lead from the device, it would not tighten or untighten and could not remove the rv lead from the pacemaker. Multiple attempts were made but were unsuccessful. The device and rv lead were replaced. There were no adverse health consequences, the patient was stable.

Manufacturer narrative:
The reported event of failure to remove from the header was not confirmed. As received, a complete lead was returned in one piece, with the helix extended and clogged with blood/tissue. The lead was able to be inserted and removed from the implantable cardioverter defibrillator without difficulties. Dimensional analysis of the connector pin, front seal, connector ring, and connector boot was all within specifications. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations of the lead did not find any anomalies.